Event description:
The implanted surgeon of the hospital reported to our sales rep it was observed that the middle screw couldn't be screwed in tight when fitting ->spinning. They used a hofmann compact and the surgery was successfully completed at the end. There was a delay of 20 min.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.